Manufacturer narrative:
A service report completed (B)(4) 2014 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The customer stated that the pt who died was a (B)(6) yr old male who died 10 days after the lithotripsy procedure as the result of an internal hematoma. No fault with the device was manufactured. Device was found to be functioning within dornier specifications. Dornier (B)(4) (the importer) is submitting the report on behalf of dornier (B)(4) (the MFR) per exemption number(B)(4).

Event description:
Pt death was reported.